Manufacturer narrative:
B5. Additional information received; it was reported there were no issues with delivery of the endurant graft and the aneurysm was excluded at the end of procedure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: etlw1628c156ee, serial/lot #: (B)(4), ubd: 24-feb-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted along with non mdt stents in the endovascular treatment of a 80mm abdominal aortic aneurysm.a double chimney parallel graft procedure was planned, as it was reported that as the patient had a large aneurysm of 80mm, there was no time to have a fenestrated graft made so the physician opted to use a chevar technique. It was reported that during the index procedure, the main body endurant stent graft was deployed as per chevar IFU. A left subclavian cut down was required to reach the renal arteries, the renal stents were then placed in the renal artery before their deployment. The suprarenal stents of the bifurcate were then deployed. 7f sheaths were in the renal artery to help deliver the covered renal stents, the renal stents were then deployed as per IFU. Then when the physician attempted to retrieve the renal stent balloon, the 7f sheath then advanced on its own into the renal artery downwards and caught on the suprarenal stent of the endurant main body. At this point, the physician was unable to retrieve the 7f sheath. Open conversion was considered however it was thought such a procedure would need the use of a supra celiac clamp and this was said to be not possible to have with this aneurysm, so this option was decided against. The physician then used a 'through and through' wire technique to stabilize the graft and try to unhook the sheath but then the end of 7f sheath snapped off. When the 7f sheath was removed, there was said to be a lot of bleeding seen from the subclavian access. This was suspected to be due to the braiding of the sheath being exposed. The subclavian artery was then stented with 2 non mdt stents. The bleeding minimized but hadn't stopped completely so a tevar graft was used to cover across the subclavian artery origin. The patient was then transferred to ICU post procedure but then the patients hand became ischemic due to the lack of blood flow. A c onsideration was made to amputate the hand but this did not happen. It was reported the patient then expired in the ICU. The physician noted that this was a known cardiac patient and a peri-operative myocardial infraction could have caused the death. As per the physician, the cause of the event could not be determined. The physician feels deploying the suprarenal stents of the endurant after the deployment of the renal stents which is not the recommended procedural steps could have avoided the sheath getting caught on the anchor pins. However , the physician is unsure why the sheath advanced upon removing of the balloon. No additional clinical sequalae were provided and the patient is expired.